Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.g998usqsegxj4. Smartphone hardware: sm-g998u. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 514 mg/dl. In addition, the patient reports the pods cannula had failed to deploy at initial activation.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. The pod was received in pod state 15 with 0 pulses delivered. No problems were found regarding pod functionality.